Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Reported - once the dr. Connected the valve it did not flow. No patient injury or delay in surgery reported. On (B)(6) 2015: per rep: the valve was flushed at the back table then connected to the ventricular catheter that was implanted in the patient - no flow occurred so the surgeon thought the valve was not working.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 130mmh2o. The valve was visually inspected: no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water: no occlusion was noted. The valve was dried. The valve was leak tested. No leaks were noted. The valve was tested for programming. The valve passed the test. The siphon guard was removed. The valve was then pressure tested. The valve passed the test. Review of the history device records confirmed the valve product code 82-3832 with lot cnmc9z , conformed to the specifications when released to stock on the 23rd november 2012. No root cause could be determined for the problem reported by the customer, as the valve functioned. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.